Event description:
Initial result for a pt calcium was 4.1 mg/dl. When repeated, the result was 8.5 mg/dl. The incorrect result was not used to guide therapy. The field service rep found the internal filter was contaminated and repaired the instrument by disinfecting the system.